Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had a replacement because the implantable neurostimulator (ins) did not work and it just stopped working. It was noted that this was a long time ago. Further follow-up is being conducted to clarify the reported issue, to determine the device serial number, what troubleshooting was performed, when the issue first started to occur, and if any symptoms were experienced. If additional information is received, a follow-up report will be sent.